Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that the sample (B)(6), from (B)(6), was tested with serology. The test result was negative (jkb-), which contrasted with the molecular typing performed on (B)(6) 2024, using the ID core xt assay which provided positive results (jkb+), with ID core xt analysis software v3.0.2.